Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath pulled back near the shuttle cartridge handle. Shuttle movement was checked and slight resistance was felt. Subsequent to unsheathing, it was immediately observed that the sealant appeared to have "swelled", which is indicative that it was exposed to blood. The proximal end of the sealant was found wedged between the advancer tube and shuttle cartridge. This condition may have contributed to the device jam. The review of the lot history record (f1628002) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant swelling up and increasing the profile which may have caused resistance during the shuttle deployment step. However, the root cause of the device deployment jam could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that when the user attempted to deploy the shuttle of the mynxgrip 6f/7f vascular closure device, the sealant swelled inside the black shaft, preventing the sealant from being unsheathed. The mynx device was being used for arterial closure following an interventional coronary procedure in conjunction with a 6f sheath. The product was stored per labeling prior to use. The user shuttled down completely. No significant resistance was felt when shuttling down. Unusual force was applied when attempting to retract the sheath. A hematoma of 6 cm or less was noted. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended and no patient injury was noted. Additional information was requested, but was unknown.